Event description:
The device was connected to a pt, through an ECG cable, for routine monitoring. Reportedly, the device initially displayed the pt ECG as artifact. After unspecified actions were completed, proper ECG display was observed. There were no adverse affects to the pt resulting from the event, due to continued use of the device.